Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation abrasion. The lead was returned with no reported event. As received, a partial lead with only distal portion was returned in one piece. Visual inspection found internal insulation abrasion breaching the right ventricular cable lumen with intact efte cable coating. External insulation abrasion was found in multiple locations breaching the superior vena cava and the ring electrode cable lumens with intact etfe cable coating. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.